Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, noted that the device was difficult to remove. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. Per photographic evaluation: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first, second, and third photos show a gold reload apparently fully fired with some b-form staples and one staple not properly formed over the reload deck. The fourth photo shows open jaws with one gold reload loaded inside of a body cavity. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 874a84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.